Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient had a partial system explant in 2015 where the lead system was abandoned; the implantable neurostimulator (ins) was in the patient¿s possession. The patient stated that the ins had to be removed because his ¿body kept rejecting the battery¿ because his ¿body healed too fast¿. It was also reported that the patient probably had twelve surgeries just for the battery¿ and this was for over a year. The therapy ¿worked great¿ and helped 95% of the pain but the patient was tired of surgeries. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to review alternate options. There were no further complications reported or anticipated.